Event description:
Had hsg some time this month and I was blocked but one coil did migrate up from where it was placed where I had to have another surgery to have my tubes burnt to prevent possible pregnancy and or etopic pregnancy.